Event description:
Information rec'd indicates, the technician found liquid on the power control board and the cables which caused the rotation module to not communicate with the connectors on the manifold. The bed was displaying symptom codes 90-115 and 90-165.

Manufacturer narrative:
The technician replaced the power control board and the cables to repair the bed.